Event description:
The customer stated that he tested his blood glucose and received a reading of 44 mg/dl. He tested a minute later and received a reading of 265 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The customer had used up the strips that gave the erratic readings, so no product will be returned for evaluation.